Manufacturer narrative:
(B)(4): it was reported that on (B)(6) 2009, the patient had dilation and curettage, ablation and hysteroscopy due to abnormal uterine bleeding, and menorrhagia.

Manufacturer narrative:
(B)(4). It was reported that following implantation patient experienced pain, dyspareunia, bleeding, recurrence and difficulty with bowels. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bilateral iliococcygeus ligament suspension with modifier 50 and cystourethroscopy examination due to enterocele and rectocele repair on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.